Event description:
It was reported that the insulin pump had an error alarm during the manual prime and the insulin was squirting out. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 265 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had a missing end cap sticker, cracked case at display window corner, minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.